Event description:
It was reported that pump malfunction occurred while customer was changing cartridge, and malfunction code appeared during use. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, with no additional outcome information reported.